Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were dusted. Additional malfunctions include the flow meter for the control panel were cracked, the power switch for the control panel had no alarms, and the check valves had a foreign substance in them.